Event description:
A consumer reported double vision and hazy/cloudy vision following intraocular lens (iol) implant surgery. During the initial surgery, the lens was placed in the sulcus and then repositioned. The lens dislocated a second time. During a follow-up visit, the surgeon informed the consumer that the lens was clear, and the retina was not inflamed. The surgeon believes scar tissue may be causing some of the visual problems and does not feel there is a problem with the lens. The consumer has requested that his surgeon not be contacted.

Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. The consumer has requested that his surgeon not be contacted; no further information is anticipated.